Event description:
Uneventful PICC \[Peripherally Inserted Central Catheter]" insertion in which PICC would not go down. Decision to obtain CXR \[chest x-ray]". CXR showed a fragment of the PICC guidewire on left side of chest. Patient immediately taken to CVIR \[cardiovascular interventional radiology]" for retrieval for foreign body and PICC exchange completed. This is believed to be a PICC line equipment malfunction. BD vendor.